Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cardiac perforation, pericardial effusion and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. It should be noted that the mitraclip IFU states to advance the cds and retract the guide iteratively as needed while maintaining the guide in the left atrium under echocardiographic guidance. Stop when the guide radiopaque tip ring is between the radiopaque alignment markers of the steerable sleeve, as confirmed under fluoroscopic guidance. The IFU further warns that failure to confirm that the clip is free from the left atrial wall and valve tissue may result in cardiac injury. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the mitraclip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed for the pericardial effusion that occurred during the mitraclip procedure and the patient death that followed the open heart surgery. It was reported that the mitraclip delivery system (cds) was in the left atrium about to straddle the markers on the steerable guide catheter (sgc) when the echocardiographer stated that he could not locate the mitraclip. The echocardiogram view was switched to 3d enface when it was noted that the mitraclip had perforated the posterior wall of the left atrium, resulting in a pericardial effusion. It was believed that the cds was inadvertently advanced instead of retracted during the straddling step, causing the atrial perforation. There was no challenging patient anatomy noted. Cardiocentesis was performed, but there was still too much blood. Thoracotomy was performed, the perforation repaired and the mitral valve surgically replaced. The patient expired later that day. The cause of death was related to the surgery and the patient's failure to recover. The physician believes the mitraclip complication contributed to the patient death. No additional information was provided.